Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient. It was reported the patient had experienced a loss or change of therapy; the caller reported the patient had no therapeutic effect since implant and had gone back and forth with the urologist. They changed programs 1 ,3 and 4, with the healthcare provider (hcp) telling them to not touch or go above 3. The patient noted their symptoms had gotten worse since the previously reported fall and they were to follow up with their hcp on monday.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she had a loss of therapy and a fall was related to this issue. She had a bad fall 2 weeks prior to report and thought it happened at about the same time her symptoms returned. The patient had a lot of urine and could not control it much; she had to keep going to the bathroom and was not sleeping right. It started the week prior to report. Patient services tried to help the patient use the patient programmer but she got no communication with and without the antenna. The patient could not get in to see her health care professional till (B)(6)2016. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was conducted to obtain further information about the communication issue and to know the steps taken to resolve the return of symptoms. If additional information is received, a follow up report will be sent.